Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was currently in hospital unrelated to the purewick but was using the purewick urine collection system in the hospital. And stated that they were able to regulate the suction in hospital unit but would like to check if there was a regulator on home unit. Also stated that the patient felt the suction was too much which made flinch. The patient did not use the purewick any longer due to suction being too strong. And advised that they were able to adjust suction in the hospital unit, which was connected to wall chambers, but the unit at home did not have that option.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the pure wick¿ urine collection system". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was currently in hospital unrelated to the purewick but was using the purewick urine collection system in the hospital. And stated that they were able to regulate the suction in hospital unit but would like to check if there was a regulator on home unit. Also stated that the patient felt the suction was too much which made flinch. The patient did not use the purewick any longer due to suction being too strong. And advised that they were able to adjust suction in the hospital unit, which was connected to wall chambers, but the unit at home did not have that option.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was currently in hospital unrelated to the purewick but was using the purewick urine collection system in the hospital. And stated that they were able to regulate the suction in hospital unit but would like to check if there was a regulator on home unit. Also stated that the patient felt the suction was too much which made flinch. The patient did not use the purewick any longer due to suction being too strong. And advised that they were able to adjust suction in the hospital unit, which was connected to wall chambers, but the unit at home did not have that option. Per customer via phone on 07dec2021, it was stated that the suctioning caused bruising in the area where the purewick female external catheter is placed and medical intervention was needed. Customer stated that the doctor told them to stop using the purewick. Medications were used one an antibiotics and other they did not remember what it was. Customer would not use the system again.